Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the forearm vein. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications nor injuries were reported.